Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6).livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to a discrepancy between the set and the actual gas flow values during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to a discrepancy between the set and the actual gas flow values during priming. There was no patient involvement.

Manufacturer narrative:
H.10: the affected device was received in arvada facility. Upon inspection it was noticed that the device serial number initially provided was incorrect. The correct serial number has been added to the dedicated d.4 section and manufacturing date of device has been updated accordingly in h.4 section. A visual inspection was performed and no damage could be observed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Based on the investigation performed for similar cases, this kind of malfunction can be caused by: - improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender's component (gas mass flow controllers and relative flow sensor). The unit was manufactured in 2009 and according to the review of the complaints database no further complaints have been reported in the past. Taking into account the manufacturing year of the unit, no further investigation was deemed necessary. The most likely root cause of the reported error code is a defective gas blender internal component (gas mass flow controllers and relative flow sensor). The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure.